Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set crimped cannula event on 06-oct-2024. The blood glucose level was 236 mg/dl and the patient was treated with correction bolus via pump. No further information available.